Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, s233 (overtemperature-psc) malfunction alarm code was noted in the device history. The probable cause for the s233 alarm code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature- psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.